Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, upon firing, the instrument punctured the aorta. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.